Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was confirmed, but the cause was not identified. The motor assembly is a known contributor to the symptom and was replaced. System error 105 will occur when the pump experiences a motor failure.